Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure. While attempting to implant the lead, it was noted that the stylet which is used to implant the lead was of incorrect specifications. The anomalous stylet was removed and correct length stylet was used without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of incorrect stylet kit packaged with lead was confirmed. As received, three 58 cm stylets were returned for analysis without the associated 65 cm lead. The stylet buttons all were labelled as 58 and the stylet lengths were verified to be 58 cm stylets. Visual inspection of the stylets found no anomalies.